Event description:
A malfunction on the pump was reported by the caller, who did not experience any notable events leading up to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if the issue reoccurred, which the caller acknowledged and understood.